Event description:
Lvad (left ventricular assist device) patient who presented to clinic with concern for high watt alarms. Seen by np (nurse practitioner) and discussed with attending doctor. Sent to ed (emergency department) for further assessment. On arrival, concern for heartware lvad thrombus given abnormal pump sounds, chest pain and lvad high watt alerts x 1 day. S/p tpa, with recurrent lvad thrombus and tpa four days later. Was given tpa per protocol. Recurrent thrombus concern, given tpa for a second time. Patient is now stable on the floor. Manufacturer response for vad pump, (brand not provided) (per site reporter): manufacturer submitted specific questions for the facility to answer.